Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There was an indication that use error may have contributed to the event. The patient reported using refrigerated insulin in the cartridge; the user guide instructs the patient to use room temperature insulin and to allow the filled cartridge to debubble prior to use. The patient also admitted to forgetting to bolus for dinner and bolusing several hours later after her breakfast. No conclusions can be made at this time.

Event description:
The patient reported that she experienced a blood glucose (bg) of 30 mmol/l with thirst, nausea, and flu like symptoms. She stated that she used more insulin than normal but her bg remained elevated. Customer support walked the patient through reviewing the pump. The patient confirmed that all pump settings were correct. A review of the pump alarm history revealed multiple occlusion alarms occurring during boluses, the patient reportedly reprimed the pump after each alarm; the patient reportedly changed the site earlier in the day after an occlusion interrupted the delivery of a bolus. The patient reported that the infusion set inserted earlier in the day had come loose on the insertion needle. The patient reported that there was no outward evidence of problems with the site but she did have scar tissue on her abdomen. During troubleshooting the patient also noted air bubbles in the cartridge; the patient reported that she used refrigerated insulin. During troubleshooting the patient stated that she had forgot to deliver a bolus for her dinner the night before and at breakfast she forgot to deliver the bolus until several hours after eating and she did not have bg testing supplies or pump supplies throughout the day. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: information from the reported failure date is overwritten in the black box and the history: no activity outside of normal use is observed in the available record. Daily insulin delivery totals correctly reflected the user's programmed basal rates, the pump powers "on" successfully. The pump performs "ez-prime" steps successfully, the pump passes 24h run and 29h flow accuracy test, no alarms occurred during testing, the pump is able to deliver within specifications. The pump was opened and inspected, no moisture ingress or any defect was found to the pcb. According the black box, on (B)(6) 2013 the time/date settings flipped to default after 10min of power on reset. The pcb inspection shows a leakage on the internal battery component. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.